Event description:
It was reported that the patient has two leads that reside in the right ventricle. The right ventricular (rv) leads exhibited elevated short interval counts (sic) and non-sustained tachycardia episodes with noise. The rv leads currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2003; 1388t lead, implanted: (B)(6) 2003. (B)(4).